Event description:
The pt's peritoneal dialysis (pd) rn called tech support to request a replacement pd cycler because she believes it is not draining enough fluid from the pt during treatment. Upon completion of his treatment ((B)(6) 2013), he manually drained 1700 ml following a 4th cycle drain of 2990 ml. The following treatment data was provided: see scanned table. Post treatment manual drain of 1700 ml plus 4th cycle drain of 2990 ml exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed of the information provided. A large intra-peritoneal volume drained both during and following the pt's prescribed ccpd treatment with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.